Event description:
A customer reported low vacuum and touchscreen would not respond during a procedure. The system was exchanged and the case was completed without patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported problem. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).